Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 43.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The provided x-ray showed a deformed lead body in the clavicle area in the implanted state. Further analysis of the returned lead revealed 32 cm proximal to the lead tip that the conductor coil and insulation were found squeezed and damaged. These damages probably occurred while tightening the suture sleeve to the lead body during the implantation procedure. Additionally, the fixation helix was found bent. The deformation most likely resulted from the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the ra lead was replaced one day after the implantation due to deformation noted on x-ray. Impedance measurements were low out of range (<100 ohm).